Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the shell, the locking ring broke off. Another shell was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: d10: cat#110003453 lot# unk g7 curved acet shell inserter. A g7 osseoti 3 hole shell 50mm d, part # 110010243 from lot 66187313, was returned and evaluated. Visual inspection found the rim of the shell to have fractured away from the rest of the device. Outside of the fracture, no notable damage was observed. Fracture analysis showed suspected crack initiation near the outer diameter at the osseoti lattice and solid substrate interface of the cup. Cracks appeared to have propagated towards the inner diameter. Suspected multiple crack initiation sites showed powder particles and pores that appeared to have particles pulled out. Fracture surface showed several individual powder particles and agglomerates throughout the fracture ranging from 5 microns to 50 microns. Mixed mode of ductile and brittle overload fracture identified for the most part of cup, which is unusual for a ti-6al-4v alloy. The brittleness on the fracture indicates a fast fracture and no yielding of the material (lack of shearing or sheared dimples on the fracture) during impaction. The brittleness observed on the fracture surface is suspected to be an indicative of either embrittlement in the powder caused by interstitial elements such as o, or h, or n, or due to a presence of pre-existing crack that was formed during the build. A band of pure ductile overload fracture with normal dimples identified near the inner diameter at one end of the crack, suggesting that the pre-existing crack did not propagate all the way to the inner diameter and the final rupture was not a fast fracture. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to a manufacturing deficiency. The event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.